Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0968016014002087. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to hyperextension 13 months after surgery. It was noted that the patient's femur implant was loose and removed.